Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr qc 2: 3.1 inr qc 3: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
Occupation is patient/consumer. The meter and the test strips were requested for investigation. The products have not been received at this time. If the products are returned in the future, a follow up report will be submitted. The patient received error 5 due to "blood didn't completely fill the channel". The patient was advised to only allow the blood drop to touch the clear portion of strip and not to smear blood. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(6). On (B)(6) 2023 at 5:36 p.m. The patient had an initial meter result of 7.9 inr using the last strip in the strip vial lot number 63311221. He tried to test again with a new strip vial lot number 64708121 and received error 5. At 5:55 p.m. The patient re-tested with the new vial lot number 64708121 and received a meter result of 4.7 inr. The patient's therapeutic range was 2.0-3.0 inr and the interval of testing is every 2 weeks. The test strip lot number 64708121 was with an expiration date of 31-mar-2024.